Manufacturer narrative:
The reported observation of ¿pain at ipg site¿ was not confirmed. The root cause of the reported observation was not ascertained as the device was exchanged due to its size. The device was subjected to a functional test on automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry, and output signal integrity. All portions of ate testing passed.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following a recent fall, the patient experienced pain at the ipg site due to the trauma, size, and location of the ipg. As a result, surgical intervention was undertaken on (B)(6) 2020 wherein the ipg was explanted and replaced. Issue resolved.